Event description:
Prior to advancing a coronary stent with delivery system to an unk target lesion site, the stent was removed from the balloon catheter and remounted onto another balloon catheter. The modified sds was introduced and advanced to the target lesion site. An attempt to cross the target lesion was unsuccessful. In response, an attempt to withdraw the sds was made. Upon withdrawal, the stent became dislodged from the balloon catheter and embolized to the peripheral circulation. Another stent was successful placed at the target lesion site.